Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported that the customer had been in the hospital for 11 days, and stated that she probably won't make it. The sister asked that nobody contact them for further information. The reason for the hospitalization was not reported.